Event description:
It was reported that the patient presented to the hospital for a routine generator change. During the procedure, it was noted that the pacemaker exhibited pauses and no pacing when connected to the right ventricular (rv) lead. Multiple reconnections of the rv lead and impedance checks were performed; however, the issue persisted and the pacemaker exhibited high pacing impedance. The pacemaker was not used and was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.